Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 30ml ll, foreign matter-loose particles. The following was provided by the initial reporter: loose particles, flash and black residue. Additional information: 01-06-2026 batch 6077430, (B)(4) samples sent using fedex label. Qty (B)(4) rejected.